Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. When the patient had returned to their care center to have the device removed it was noted the infusor did not deliver all of the drug. The device had been filled with flucloxacillin 8000mg in 230ml sodium chloride. It was further reported that there were no kinks noted in the line and the device was taped properly. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: february 15, 2018 - february 20, 2018. The device was received for evaluation containing approximately 70 ml of fluid in the bladder. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality that could have caused the reported problem. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.